Event description:
According to the available information, the patient had a hysterectomy on (B)(6) and their uterus was removed. Mesh was implanted. A month later the patient noticed a bulge between their legs and returned to the surgeon who performed the initial surgery. The surgeon stated that the mesh eroded and that the patient's bladder was hanging out and was referred to an oncologist. The oncologist did an examination and agreed it was the patient's bladder. On (B)(6), the patient had revision surgery. The mesh had come apart and was in the patient's tissue and other organs. Patient needs to pee standing up and their legs and back have constant pain. The patient's bladder hangs out causing constant pain.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.